Event description:
It was later reported that the case was completed with pulsed field ablation. The phrenic nerve palsy (pnp) was resolved on the 30th july 2025.

Manufacturer narrative:
Product ID: non-medtronic product product type: needle product ID: non-medtronic product product type: introducer product ID: non-medtronic product product type: ep catheter product ID: non-medtronic product product type: ice catheter product ID: non-medtronic product product type: mapping catheter product ID: non-medtronic product product type: guidewire product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure; transient phrenic nerve paralysis occurred. Respiratory management at the time of the event was performed with non-invasive positive pressure ventilation. Recovery was achieved using a ventilator. Endotracheal intubation was performed, and the procedure was continued. The case outcome is unknown. No further patient complications have been reported as a result of this event.